Event description:
It was reported that the patient presented for a scheduled MRI. During the programming settings it was discovered that the right ventricular lead exhibited high capture thresholds. A fluoroscopy was performed, and it was discovered that the lead dislodged. The lead was capped and replaced on 15 feb 2023. The patient was in stable condition